Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency room after receiving a vibratory alert. Device check revealed non sustained right ventricular oversensing episodes due to myopotential oversensing on the implantable cardioverter defibrillator. The patient was asymptomatic. No intervention was performed.